Event description:
It was reported a 6mm amplatzer duct occluder was chosen for implant on (B)(6) 2022. A non-abbott delivery system was used. During an attempt to deploy the device and the device presented with a cobra deformation. The device was removed prior to release from the delivery system. A new, 5/6 amplatzer duct occluder was implanted and procedure was completed successfully. The patient remained stable throughout the procedure, recovered and has been discharged. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
N/a